Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor eroded out of the patient¿s body while the patient was showering. The patient was placed on antibiotics and was in stable condition. The device will not be reused and be returned to abbott.